Manufacturer narrative:
(B)(4). Batch # r5an2f. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing using a gst60g reload the staple line on both lines on both sides of the cut line did not form. The two most inner rows on the cut line did not form properly. There was unformed and doglegged staples. Case completed by oversewing that staple line. There were no patient consequences reported.